Manufacturer narrative:
Although the device has not being returned, historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force to torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A review into the mitek complaints system revealed no other similar complaints for this lot of devices released to distribution. Outside of the above hypothesis, no other root cause for the device failure can be discerned. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the distal tip of a hook electrode broke off into the patient's joint space. They do not know if the fragment remains in the body or was flushed out. However, the procedure was completed successfully without further issue or harm to the patient. The complaint device was discarded by the user facility.